Manufacturer narrative:
Concomitant medical products: product ID 8711, lot# n156614024, implanted: (B)(6) 2008, product type: catheter; product ID 8711, lot# n156614024, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
Information was received from a physician via a company representative regarding a patient receiving intrathecal baclofen 1650 mcg/ml and morphine 25 mg/ml via an implanted pump. The pump was programmed to deliver baclofen at 63 mcg/day and morphine at 10.5 mg/day. The pump's indication for use (IFU) was listed as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the patient experienced withdrawal symptoms shortly after pump replacement surgery (surgery performed (B)(6) 2015). The reporter believed the catheter was not revised during the pump replacement surgery. The patient was given oral medications to treat the symptoms. On an unreported date, the physician (healthcare provider) pulled drug from the pump reservoir. There was only 1-1.5 mls discrepancy noted. Another volume discrepancy was noted at the first pump refill after the replacement: the actual reservoir volume was 17 mls and the expected volume was 2.4 mls. The discrepancy was not a result of a programming error. There was not believed to be a pocket fill. The pump logs showed no issues. No catheter diagnostics had been performed as of the date of the report. Follow up is underway to obtain additional relevant information, including: other medications the patient was taking at the time of the event, pertinent medical history, actions/interventions taken to resolve the discrepancy, and cause of the volume discrepancy. It was clarified that an hcp had provided the company representative information regarding the event (volume discrepancy noticed as the last refill and withdrawal). The company representative had no further information at this time. As per a physician, the patient's pertinent medical history included post laminectomy pain. A side port tap was performed and no ce rebrospinal fluid (csf) was observed. The cause of the volume discrepancy was noted as not having yet been determined. An operating room procedure regarding catheter replacement was planned. It was clarified that the pump administered the following medications: compounded baclofen with concentration 150 mcg/ml (not 1650 mcg/ml) at a dose rate of 63 mcg/day and morphine with concentration 25 mg/ml at a dose rate of 10.5 mg/day. The patient was not receiving any other medications (oral, etc.) At the time of the event.

Manufacturer narrative:
(B)(4). Analysis of the catheter, model#8711 , serial# (B)(4), found a deep abrasion, which breached the lumen 22cm from the pump connector. A leaking slice cut was also seen beneath the anchor.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer representative indicated drug delivery seemed intermittent. The patient's symptoms were increasing. Upon refill, no drug was delivered and all 40cc's were aspirated out of the pump. On an unknown date, the physician performed a dye test and had good flow from the catheter. When the surgeon opened the catheter incision he did see csf (cerebrospinal fluid). No explanation as to why the drug was not coming out of the pump. The pump and catheter were replaced on (B)(6) 2016. The issue was considered to be resolved at the time or report. The patient's status at the time of the event was stated to be alive with no injury. The drug was reported as infumorph 10mg/ml at a dose of 1mg/ml.

Manufacturer narrative:
Conclusion code was updated.